Manufacturer narrative:
This report is submitted on july 29, 2022.

Event description:
Per the clinic, the patient experienced pain over the magnet site. The patient underwent revision surgery on (B)(6) 2022 to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.